Manufacturer narrative:
Patient age is representative of the mean patient age of all patient included in the study. Patient gender "female" is representative of the majority (51.2%) of patients in the study. If information is provided in the future, a supplemental report will be issued.

Event description:
Kaesmacher, j., maamari, b., meinel, t.r., piechowiak, e.I., mosimann, p.j., mardasini, p., goeldlin, m., arnold, m., dobrocky, t., boeckh-behrens, t., berndt, m., michel, p., requena, m., benali, a., pierot, l., pereira, v.m., boulouis, g., brehm, a., sporns, p.b., ospel, j.m., gralla, j., fischer, u. (2020). Effect of pre- and in-hospital delay on reperfusion in acute ischemic stroke mechanical thrombectomy. Stroke, 51(10), 2934¿2942. Https://doi.org/10.1161/strokeaha.120.030208 the purpose of the article was to quantify the effect of symptom-to-admission (sta), admission-to-groin (atg), and symptom-onset-to-groin-puncture (stg) intervals on rates of successful reperfusion in cases where ischemic stroke was treated by mechanical thrombectomy with solitaire devices in a study that had a less restrictive registry than prior studies. The study found there was no significant effect on successful reperfusion for stg. Patients from 7 comprehensive stroke centers participated. Of the 2397 patients included in the registry, 2127 were treated for anterior circulation large vessel occlusion strokes. The mean patient age was 74 years. 51.2% of the patients included were female. The average admission nihss score was 16 with scores ranging 11-20. Medtronic review of the literature article found: 572 of 2127 patients treated for anterior circulation large vessel occlusion strokes were reported to have died with the 90 day follow-up period. Causes of death were not reported in the article information.